Event description:
Physician reported that four of his patients had leaking PICC lines upon discharge from the hospital. His nurses were inserting medication in outpatient IV therapy. The event only affected four of his patients and resulted in the PICC lines needing to be taken out and then reinserted. Two were bard PICC lines and two were boston scientific. After evaluating the procedure, it was found that the physician's nurses were using the wrong size syringes. They were using small syringes which caused a high psi and broke the PICC lines.